Event description:
Additional information received reported that all impedances and diagnostics showed the implantable neurostimulator (ins) was working fine. The ¿jolt/parasthesias¿ were a one-time thing and the doctor had done exhaustive programming attempts to try to help the patient. The patient also consulted with his neurosurgeon, who did not seem interested in doing anything surgically to try to fix an ins that was working as it should.

Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7436, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7436, serial# (B)(4), product type: programmer, patient. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0546531v, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# v000525, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
It was reported patient had always felt a jolt or momentary paresthesia sensation when they turned their stimulation on but they also reported feeling that when the stimulation was turned off. It had started when the ins was replaced. When the left ins was turned off, they still would get benefit on the right side of their body.